Event description:
It was reported that the pt had a gamma3 nail implanted in 2007 for a pathological fracture. The pt stood up out of bed, heard a loud cracking sound, experienced pain in their leg and fell to the ground. The surgeon reported that on assessment after the fall, the pt's pelvis was found to have cracked and that the nail had fractured. The pt was revised.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided on a supplemental report.